Event description:
It was reported that the explanting facility discards explanted devices per protocol; therefore, the explanted generator and lead will not be received for analysis.

Event description:
The mother of the patient reported that prior to her son's vns replacement surgery, due to a "kink" in the lead, he was having more intense seizures and changes in mood as he was not happy. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient's device was showing high impedance. It was reported that the patient was referred for generator and lead replacement. The patient underwent generator and lead replacement on (B)(6) 2014. It is unknown if any patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. Attempts to obtain additional relevant information have been unsuccessful to date. The explanted devices have not been received for analysis to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.